Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg site after a nondevice related procedure. Burning sensation was noted as a symptom of infection. It was also reported that the patient had inadequate stimulation. The physician believed that the infection was not device nor procedure related. The patient was given antibiotics. All device components were explanted and were not returned. The patient was doing well postoperatively.